Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The nurse reported that the iris feeding tube broke at the connection of the hub and the port of the medication port of the tube. The tube was removed. There was no patient harm.